Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a non-ascenda catheter ¿in the past¿ that had fractured. The patient underwent new ascenda catheter placement. No further information regarding the event including the timeline, what medications were in the device at the time of the event, if symptoms occurred, what troubleshooting or other actions were taken or the patient¿s outcome was provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
Additional information received reported that the pump surgery and catheter revision took place on (B)(6) 2014. The catheter issue occurred at the pump/catheter connection. The catheter issue was identified by side port aspiration. It was unknown if any catheter segments were left in the intrathecal space. The catheter issue resulted in patient hospitalization. On (B)(6) 2014, the patient experienced increased spasticity, rigidity, elevated temperature, confusion, and irritability. The patient was taking oral baclofen (10mg tablets every 6 hours as needed for increased spasticity) at the time of the event. It was also noted that the patient had a history of a fall with bruising on the right elbow and leg; unclear if the patient hurt/twisted their abdomen. The patient reportedly recovered without permanent impairment. During the patient¿s last office visit on (B)(6) 2014, the dosage was decreased by 6%. The pump was used to deliver gablofen.